Event description:
It was reported that the led was not displaying correctly. There was no patient injury reported.

Manufacturer narrative:
Other, other text: device was returned with a corroded drain fitting, cracked water tank cover, and a faded power cord. The (lcd) liquid crystal display was missing pixels; the complaint was confirmed. The cause, a faulty printed circuit board, was replaced. Repairs were made to other damaged components. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown.

Event description:
Additional information was received which included the event date and that the issue did not occur during patient use.